Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2004 implanting an orthopedic salvage system. Subsequently, patient was revised on (B)(6) 2006 due to unknown reasons. All components but the femoral component were removed and replaced. Patient was further revised on (B)(6) 2014 due to a periprosthetic fracture. All components but the femoral component were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight " and number 16 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-08738 / 08739).